Event description:
A nurse reported that during surgery, the surge function was not working. Upon releasing the foot pedal, a sudden burst of balanced salt solution occurred, the vacuum did not release, and when the handpiece was pulled away, a posterior capsule tear occurred. An anterior vitrectomy was performed and an anterior chamber intraocular lens was inserted. Add'l info regarding the pt's status has been requested.

Manufacturer narrative:
The company rep examined the system and no problem was found. The system was then tested and met product specifications. There was no sample returned for eval. Upon returning the footswitch to position 0, the system vents. The rate at which it vents may be modulated using the "vent time adjustment" setting. It is possible for nuclear material or tissue to remain incarcerated in the tip. The surgeon must recognize any material remaining in the tip and evacuate it using reflux before withdrawing the tip in order to prevent tissue damage or displacement. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4).